Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The cause of peritonitis was not reported. It was reported the patient was hospitalized for the event. The patient was treated with unspecified antibiotics (ongoing) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from peritonitis. On an unreported date, pd therapy was discontinued. No additional information is available.